Event description:
Affiliate reported that there was air leakage from the valve. It was also explained that as a result, the valve was replaced with a new one. There were no adverse consequences to the pt. Surgery was delayed for more than thirty minutes.

Manufacturer narrative:
The investigation did confirm the problem, a crack was noted in the silicone housing near the valve outlet. The serial number of the valve was found and the lot number was cfmbrj. The product code was 82-3003. The likely root cause of the crack noted in the silicone housing was believed to be that the valve housing sustained some form of mechanical damage during the implantation procedure. A small cut or a sharp edge of an instrument may have been the cause of the beginning of the crack. However, this could not be confirmed. No corrective action is needed based on the results of the evaluation. Trends will be monitored for this or similar complaints.